Event description:
According to the reporter: during use the spring went out of the screw and fell into the patient cavity. The surgeon removed the piece, and there was no further report of product issue. No patient injury was reported.